Event description:
The customer reported green cable error codes. The breast biopsy was completed and the customer requested to have the holster evaluated for green cable damage. There have been no patient consequences reported.

Manufacturer narrative:
The analysis results could not confirm that the holster had green cable errors, but splits were found in rotational and translational cables. To correct the splits in the cable, the analysis site added heart shrink to both cables. The holster was functionally tested and found to operate properly. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.